Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Intermittent atrial oversensing resulting in automatic mode switch episodes was observed on the right atrial lead. Noise was reproduced in clinic testing with body movements. No intervention was performed, and the lead remains implanted. The patient was in stable condition and will continue to be monitored.